Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k133339. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant with signs of use. Functional testing to recreate the reported event; verified the implant was unable to disengage/release from the mount. No pre-existing conditions were noted on the product experience report (per). The patient was reported to have high density (type I) bone. The reported device was located on tooth # 19 and was placed and removed on the same day. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot. Complainant reported that the implant body could not be removed from the fixture mount. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.